Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had an event code logged in its memory. The event code logged in the device's memory is indicative of a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.